Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the lens seemed stuck during placement of the lens, haptic has broken off. Lens has been cut in half for removal and replaced with another lens. Additional information was requested and received stating the wound was enlarged while removing the lens and suture was done.

Manufacturer narrative:
A photo was available in the file. The photo was very blurry. The image was of the lens inside the eye. The optic has large areas that are broken on the edge. The haptic areas cannot be discerned from this image. An instrument was also observed, in the image. Possibly used to aspirate the lens, while in the eye. The areas of optic damage are large and may include the area of one haptic. However, the photo was too blurry for a 100% confirmation of the reported complaint. A non-qualified company cartridge was used. The diopter of the company complaint lens is beyond the qualified range for the company cartridge. A company handpiece was used. A non-qualified viscoelastic was used. Based on the provided photo, the lens optic has large areas of the edge that are broken. It is likely, that the haptic area was included in the observed broken areas. The root cause for the reported complaint was most likely related to a failure to follow the IFU (instructions for use). A non-qualified cartridge and non-qualified viscoelastic were used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. Company recommends using the qualified company delivery system or any other company qualified combination. The diopter of the company complaint lens is beyond the qualified range for the company cartridge. The company diopter lens is qualified for use in the company with qualified viscoelastic combinations. The manufacturer internal reference number is: (B)(4).